Event description:
It was reported that the user experienced a hypoglycemic event after selecting a ¿less than¿ breakfast meal announcement with the intent to reduce insulin, which nonetheless resulted in a 4-unit insulin dose from the ilet pump. Education was provided that meal announcements command insulin delivery when eating, and oral glucose tablets were advised and used as needed. Symptoms included confusion/ disorientation and hypoglycemia with a nadir of 41 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of the information they provided. Investigation of this case revealed no device problem, and a usage problem was identified consistent with insufficiently treating hypoglycemia; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.